Event description:
The user facility reported that liquid immediately leaked from the bottom part of the oxygenator near the insulator during priming. The oxygenator was exchanged prior to initiating the procedure. Therefore, there was no pt involvement in this event. Additional event specific information was not available.